Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture, left implant demonstrates isoechoic fluid between the capsule and implant shell, highly suggestive of intracapsular rupture¿. Device has been explanted.

Event description:
Healthcare professional reported left side "rupture, left implant demonstrates isoechoic fluid between the capsule and implant shell, highly suggestive of intracapsular rupture¿. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d6b

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "rupture, left implant demonstrates isoechoic fluid between the capsule and implant shell, highly suggestive of intracapsular rupture¿. Device has been explanted.